Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit is not holding a charge. Additional information received indicated that the device was charged overnight and it would go from full charge to nothing in 20 minutes on dc power only. It is unknown if there was an audible alarm or error message prior to unit powering off. No patient involvement.